Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that helix extension and retraction testing was performed and all results, including electrical testing, were within specified parameters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the helix would not deploy after twenty to thirty turns. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.